Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received stating that this left bundle branch lead was suspected to have helix issues due to too much tissue stuck in it. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable. The recurrence of this malfunction is not likely to contribute to si/death, it did not impact therapy delivery to this patient.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received stating that this left bundle branch lead was suspected to have helix issues due to too much tissue stuck in it. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable. The recurrence of this malfunction is not likely to contribute to si/death, it did not impact therapy delivery to this patient. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.